Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: d9 - date returned to mfg, d10, h2, h3, h4, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, scope cover was corroded, and the scope connector was corroded. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image was due to an electrical/electronic component problem identified. The scope cover being corroded was due to a leakage/seal issue with the device. The scope connector being corroded was caused by a degradation problem identified. The most probable cause of all the findings is a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had an unknown "scope unsupported" error when plugged into the processor. There were no reports of patient harm.